Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues occurred with the right ventricular (rv) and right atrial (ra) leads: unable to capture at max output in unipolar or bipolar configuration, high impedance and oversensing. It was also reported there was a confirmed fracture of the ra and rv leads possibly due to clavicular crush. The leads were capped and replaced. No patient complications have been reported as a result of this event.